Event description:
It was reported that prior to use with bd maxzero¿ needle-free valve the luer valve was cracked. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the plastic part of the product was cracked.

Manufacturer narrative:
H.6. Investigation summary: one mz1000 sample from lot 22056319 was received in opened packaging for investigation. The feedback provided by the customer suggests the maxzero was cracked. As part of the feedback the customer provided photographs; a visual inspection of the photographs as well as inspection of the returned sample confirmed the customer's experience, as the maxzero female luer adaptor (fla) was cracked. A 50ml bd plastipak syringe was connected to the maxzero device and flushed with fluid; leakage was detected from the crack. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22056319 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance based on the information available, it is not possible to determine which of these factors may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months. H3: see h.10.